Event description:
It was reported that the patient call was because the neurostimulator was not relieving her pain enough. Her doctor implanted neurostimulator to relieve pudenda nerve pain. She had neurostimulator implant towards the end of (B)(6) 2015. The patient reports neurostimulator was helping her pain initially and then she experienced a sharp pain in her back and then it seemed like after that it wasn¿t helping after that. The patient reports no falls or traumas. She had informed managing hcp (healthcare provider) of problems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient never had therapeutic effect. It had not worked since implant and the patient was requesting reprogramming since it was not working. The patient's hcp instructed them to get an appointment with a manufacturer representative to get this done. The patient's primary care physician (pcp) was willing to let the manufacturer representative use a room and reprogram the patient, but there were waiting for the pcp to set that up. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID neu_u nknown_lead, product type: lead. (B)(4).